Event description:
The customer's reported that she was projectile vomiting, and that she had abdominal pain, a severe headache, breathing problems, dry mouth, and bad diarrhea. The pod was worn for 4 hours.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a leak at reservoir o ring. The leakage through the o-ring confirms that the programmed insulin did not deliver sufficient amount of insulin which then contributed to the reported hyperglycemia. The investigation also found the cannula to be damaged. The damage appeared to have occurred during the manufacturing process. Lot qualifications were reviewed, and the product lot met all acceptance criteria.